Manufacturer narrative:
It was reported that a revision surgery on the left hip was performed due to pain on movement, an xray showed lysis around the femoral stem. The synergy stem was found to be loose and was removed; it had visible signs of wear on the proximal shoulder. The reflection liner was removed and showed signs of wear: so a new liner was implanted. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The device was implanted in 2003. The surgeon doesn¿t fault the product. Possible cause could include but is not limited to lifetime of device. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery on the left hip was performed due to pain on movement. An xray showed lysis around the femoral stem. The syn por plus ha ho stem sz 13 was found to be loose and was removed. It had visible signs of wear on the proximal shoulder. A reflection liner was also removed and showed signs of wear: so a new liner was implanted. The oxinium head was also explanted but there is not apparent failure in the head.